Event description:
It was reported there was an alleged morphine overinfusion with the pt going into respiratory and cardiac arrest, the pt has subsequently fully recovered. The pump was attached intra-op with a bolus 10 mg dose of morphine given. A total of three bolus doses was given in the theatre before the pt went to the ward. An 8 to 10mg morphine bolus was given using the pump in the recovery room. The pt was then transferred to the ward. Two minutes after the transfer, the pt had a respiratory arrest. The pt was intubated and given narcan. It was reported the medication cassette contained blood and medication solution and when emptied had only 12 mls. The pump was disconnected. The pt was started on medication and transferred to ICU. Add'l info: the anesthesiologist programmed the pump and set up the administration lines. It is not the facilities routine for the program to be verified by a second person. It is reported the cassette was securely attached to the pump and the pump lock mechanism indicated secure attachment. There is no report that the cassette became detached from the pump. The pump was reported to be in a pouch. It was reported the pump was above heart level of the pt. There was no report of the pump being dropped. No alarms or error messages were reported. The braun extension set does not have an anti-siphon valve on it. The total volume of the cassette was 60ml in a 50ml cassette. The morphine concentration was 2mg/dl with 8mg zofran. The pump set in lock level 2, res vol = 60ml. At the time of the incident the res vol = 48ml with 12 ml given. No continuous rate was set.